Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic/pain') in an adult female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal") and genital haemorrhage ("general abnormal bleeding"). The patient was treated with surgery (supracervical hysterectomy (uterus only))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, genital haemorrhage, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 (summons) and (B)(6) 2009 (pfs). Patient did not receive treatment for psych injury. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Right side :3-4 trailing coils. Left side :5-6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test on an unknown date: positive. Hysterosalpingogram on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Lot number: 637218 manufacturing date: 2009/04 expiration date: 2012/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: case was upgraded to serious incident. Removal date and procedure added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain: pelvic/pain') in an adult female patient who had essure (batch no. 637218) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/depression"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"), genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with surgery (supracervical hysterectomy (uterus only))). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2007 (summons) and (B)(6) 2009 (pfs). Patient did not receive treatment for psych injury. Plaintiff states that essure removal was not planned as she is not able to afford surgery. Right side :3-4 trailing coils. Left side :5-6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): cardiac stress test - on an unknown date: positive. Hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Bilateral occlusion. Lot number: 637218, manufacturing date: 2009/04, expiration date: 2012/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event "post procedural complication" added. Outcome for pain and bleeding added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.